Manufacturer narrative:
The device was received for evaluation. The reported condition was verified. The device was found out of specification in relation to the customer reported " door is open alarm not working" which was reproduced through troubleshooting of the device. The cause was determined to be the latch switch was out of adjustment. The latch switches were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door open alarm was not working and there was no 'insert clamp' alert. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.